Event description:
The customer's mother reported the customer experienced a skin reaction at the site of the freestyle libre sensor, with symptoms of swelling, redness, and itching. The customer's grandmother is a doctor and treated the customer with calcium, octenisept (antiseptic), and dermosan (antifungal/cortisone). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch and no physical damage was observed. Observed unknown material between the adhesive and the sensor casing, and further residue on the adhesive. Observed damaged sensor ears upon visual inspection of the sensor plug assembly. Correct plug seating was not prevented by the damaged sensor ears. Therefore would not have caused the customers complaint. An extended investigation has been performed on the returned product. Performed a visual inspection on the returned sensor and observed debris and body fluids on the adhesive. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). A linearity test was performed. The linearity test passed, indicating that the electronics were working correctly. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's mother reported the customer experienced a skin reaction at the site of the freestyle libre sensor, with symptoms of swelling, redness, and itching. The customer's grandmother is a doctor, and treated customer with calcium, octenisept (antiseptic), and dermosan (antifungal/cortisone). There was no report of death or permanent injury associated with this event.